Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced issue with missing data on the carelink reports. The data table and report had data after jan 22nd, other reports like weekly review had no data. The customer reported no adverse event. The event involved product(s) mmt-7333. Troubleshooting was performed and it was unable to resolve with existing troubleshooting or labeled instructions, issue escalated. No harm requiring medical intervention was reported. No product return is required for mmt-7333.

Manufacturer narrative:
An attempt was made to reproduce the issue by generating the weekly review report and observed that the issue was reproducible. The reported event is confirmed. After thorough investigation , we identified that the backend service was showing 400 (bad request) error during report generation. Since the issue seems to be impacting all users we escalated this to runops to create an incident. Runops created a p2 incident and provided the below detailed feedback. When the report is generated and added to the broker queue, the broker application pops out each message and calls the .net report service to process the request and generate the report. When the broker application made the call to .net service that is running in iis server, broker application received a http 500 error with internal error code 3001. This required server container restart to fix the issue. To assist with the resolution of the issue, we provided the helpline team with the following feedback : after runops team restarted the server we validated the report generation for one user and it worked as expected. Requested user to try generting report and confirm. The software successfully adhered to the specified requirements and performed in accordance with the expectations specified in the software requirement and specification document listed below under sw requirement doc. The most likely root cause is due to server container issue causing the report generation error. Helpline did confirm that the user was able to login successfully. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.